Event description:
Laparoscopic cholecystectomy - "after firing a clip the clip remained open. Thus, it did not close like it was supposed to. There was also a loose piece that came out of the handle." Pt status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.